Manufacturer narrative:
The covidien field service engineer (fse) evaluated the device, and verified the customer reported malfunction. The unit has 14488 hours, which is the expected lifespan of the pump. The reported customer complaint was verified.(B)(4)

Event description:
It was reported by a customer from the USA that, during patient use, the ht70 plus ventilator &quot;rattled and was shaking during I time in pressure control&quot;. The patient was transferred to another ventilator. There was no patient injury.